Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of analysis.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2019. No adverse effects were reported, and the device is expected for return.

Manufacturer narrative:
Additional review of this event revealed that this was previously reported under bsc reference #(B)(4) for any further information, including device analysis results, please see report #(B)(4).

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2019. No adverse effects were reported, and the device is expected for return.